Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6). Section e1 - address 1 complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 result for one sample. The following results were provided: (customer provided reference range = 0.7 to 1.48 ng/dl). Sid (B)(6) initial result > 5 ng/dl, repeat result = 1.48 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not performed as returns were not available. An increase in complaints has been observed for lot 56159ud00, however, in-house performance was completed which indicates the product is performing as expected. The device history record review did not show any nonconformances, potential nonconformances, or deviations associated with the likely cause list number and complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot number 56159ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 result for one sample. The following results were provided: (customer provided reference range = 0.7 to 1.48 ng/dl) sid (B)(6) initial result > 5 ng/dl, repeat result = 1.48 ng/dl no impact to patient management was reported.